Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2012 (applicator type and sn not provided) to the upper and lower abdomen and flanks , who developed paradoxical hyperplasia (pah/ph) of the abdomen. Onset and diagnosis date not provided. Upm not provided. Patient had liposuction on (B)(6) 2013 post coolsculpting to correct ph and planned for a second liposuction on (B)(6) 2015.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2012 (applicator type and sn not provided) to the upper and lower abdomen and flanks , who developed paradoxical hyperplasia (pah/ph) of the abdomen. Onset and diagnosis date not provided. Upm not provided. Patient had liposuction on (B)(6) 2013 post coolsculpting to correct ph and planned for a second liposuction on (B)(6) 2015